Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site the patient was at a long term care facility and both power sources were disconnected. A cna tried to reconnect but damaged one port of the controller by forcing the connection but was successful at connecting second battery. There was no loss of conscious and the patient had no deficits noted. . Elective controller exchange was performed and it was stated that there were no patient consequences. Patient was admitted to the hospital for continued observation. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "poor mechanical connection" and "double disconnect." The reported event of "poor mechanical connection" was confirmed through visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to damage pins in the port 1 connector. However, the controller performed as intended with one source. The most likely root cause of the damaged pins can be attributed to a forced connection of the power source to the controller by the end-user. The reported event of "double disconnect" was confirmed through log file analysis where it revealed a controller power-up followed by a motor start. Heartware has opened an investigation, to investigate bent power connector socket pins. The most likely root cause of the damaged pins can be attributed to a forced connection of the power source to the controller by the end-user. The most likely root cause of the double disconnect was due to patient-device interface. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.